Event description:
New information received notes that during an unrelated procedure, the patient experienced inappropriate shock due to electromagnetic interference (emi) exposure. The patient was stable.

Event description:
New information received notes that the patient presented in the clinic for unrelated reason. During device interrogation, the patient did not realize that the device shocked him. Since then, there has been no inappropriate therapy delivered. No programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13314. It was reported that upon reviewing a remote transmission, inappropriate ventricular fibrillation episode due noise was noted on atrial and ventricular leads. It was suggested most likely the patient was experiencing emi, and stopped the interference once the therapy was delivered. The device still collected sensing and impedance data. Since the atrial lead is uncoded in the device, there are two possibilities: there is an atrial lead in the atrial port that is uncoded. The atrial port is plugged, and the device is incorrectly programmed because the atrial port is not classified as ¿plugged¿. Programming changes have not been made. Patient was stable.